Manufacturer narrative:
Unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. The system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding a navigation device being used during a cranial resection. It was reported that the site was unable to add a projection to the stylet. Site decided not to reboot the software during surgery, and continued using the navigation system with no delay to surgical time. Event occurred intra/perioperatively with no known impact on patient outcome.